Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to successfully clear the alarm and rewind insulin pump. Customer stated that the insulin pump was passed self test. Insulin pump received change sensor alert. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will continue to use the device.